Event description:
It was reported that a patient presented with oversensing noise on the atrial lead. During lead revision, it was noted that the atrial lead insulation had a visible breach. The physician elected to explant and replace the atrial lead. The patient condition was stable.